Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented to the emergency department after experiencing a cardiac arrest at home. According to his daughter, he had been doing well at home without any complications. They were getting ready to go out for the day and the patient went to change his batteries prior to them leaving. An alarm was heard and his grandson went to check on him at which point the patient told his grandson he was changing the batteries and everything was okay. The patient's daughter stated that she got out of the shower and found the patient unresponsive with his batteries not connected. She states that she felt that it was no more than 5 minutes since the patient was last seen conscious. The patient's batteries were connected and emergency medical services was called. The patient was intubated and received cardiopulmonary resuscitation for a period of time. On arrival to the emergency department, he was noted to have posturing and was unresponsive. A computed tomography scan of the head was negative for any acute process. Hypothermia protocol was initiated. The patient was hemodynamically stable on dobutamine at 4 mcg/kg/min. Support was withdrawn and the patient expired on (B)(6) 2015.

Manufacturer narrative:
Approximate age of device: 2 years and 4 months. The device was returned for analysis. The evaluation is not complete. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
Device evaluation: the evaluation of the returned system controller, serial number (B)(4), revealed the device was found to function as intended, even when the cables were manipulated. The device passed the functional test procedure, which confirmed all visual and audible alarms activated when induced. The device operated on a mock circulatory loop while powered by the power module without any notable events. The log file retrieved from the returned device contained routine alarm events with no notable changes in the data values with the pump power, speed or voltage. The analysis of the returned system controller did not reveal a device related issue. The evaluation of the returned system controller, serial number (B)(4), revealed the device was found to function as intended, even when the cables were manipulated. The device passed the functional test procedure, which confirmed all visual and audible alarms activated when induced. The device operated on a mock circulatory loop while powered by the power module without any notable events. The log file retrieved from the returned device contained routine alarm events with no notable changes in the data values with the pump power, speed or voltage. The analysis of the returned system controller did not reveal a device related issue. A review of the device history records revealed the devices met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.